Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The watertightness was not maintained due to perforation of the instrument channel and insertion tube due to external factors. The angulation was insufficient due to the stretch of the angle wire. There was a problem inserting the channel cleaning brush into the instrument channel. The adhesive of the light guide lens was peeled off due to handling. The insertion tube was crushed due to an external factor. The adhesive of the bending section rubber was chipped. The watertightness of the eyepiece was not maintained. The eyepiece, grip unit, angulation control lever, venting connector, and light guide cover were scratched by external factors. The labeling of the control section and the light guide was peeled off. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.